Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 02/24/2011, 03/02/2011, and 03/17/2011 by phone, fax, and mail. Add'l info was obtained by phone on 02/25/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that a surgeon exchanged the intraocular lens (iol) for a different brand iol. In a follow-up, the surgical coordinator explained that the lens was exchanged because the surgeon suspected the pt was sensitive to the lens material. The coordinator reported that, since one day postoperative, the pt experienced a pinkish haze and cloudy vision. Then at one month postoperative, the pt reported that night vision was worse and seeing halos. The surgeon also noted "vitreous debris". The coordinator stated she did not know how or if the vitreous debris were treated. After the lens exchange, the pt reported "the blurriness improved somewhat, but it still comes and goes." Add'l info has been requested.